Event description:
Devices appears to be possibly atrial undersensing at times on the stored at/af events, could be falling in blanking at times. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).